Manufacturer narrative:
(B)(4). Evaluation summary: the sample received for evaluation showed component part number 60-616 to be broken. However, without a lot number, the device history review could not be performed. The root cause of (B)(4) tearing easily was requested from the supplier as well as corrective action. The supplier indicated that they measured the thickness at the location of the reported tear on 32 random inventory samples. All samples were found to be within specifications. The supplier also indicated that they trained visual inspection personnel on identification of the tear. Carefusion 2200 inc. Post-market surveillance was historically managed by cardinal health via a transitional service agreement from september 1, 2009, through july 1, 2011, since carefusion officially spun off from cardinal health as of september 1, 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.

Event description:
The nasal prong tore at the articulating elbow when being removed from the baby and the prong was left in the baby's snare but removed without incident. The customer feels they tear too easily.